Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, the right ventricular lead exhibited high capture threshold and loss of sensing. Chest x-ray was performed and revealed the lead was broken due to clavicular crush. The lead was capped and replaced. The patient was fine prior and post operation.

Manufacturer narrative:
This report is to address the explant date. The explant date should be blank for the lead was capped and not explanted.